Event description:
This event is reportable based on preliminary analysis performed on (B)(6) 2012. It was reported while using the cool path duo catheter during an atrial fibrillation ablation procedure, the tip of the catheter would not bend properly. During the procedure the physician noted improper deflection on the tip of the catheter. The procedure was completed with a different catheter. There were no adverse consequences to the pt. Analysis of the returned cool path duo catheter revealed the outer covering of the shaft was torn, exposing the internal components.

Manufacturer narrative:
(B)(4). One cool path duo 7f catheter was received for eval. Visual inspection revealed the inner coil was exposed 2.0 cm from the distal end of the handle. The shaft was cracked at the distal end of the handle. Functional testing revealed during deflection, the shaft of the catheter had a wavy appearance. The catheter created and held a curve that matched the required template; however, the catheters deflection force was higher than specifications. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.